Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange of the stent did not expand as expected and there was resistance during the attempted deployment. The stent was not stuck in the scope and was reported to be intact upon removal. The physician recaptured and removed the stent; and the procedure was completed by advancing and placing a non-boston scientific metal stent through the initial puncture site. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported events of stent partially deployed. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, stent partially deployed is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review a risk review was completed and confirmed that the event of "stent partially deployed" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.